Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2006, 7000 competitive implantable tachy lead (B)(6) 2008, 4193 implantable pacing lead (B)(6) 2008. (B)(4).